Event description:
After insertion of iol, surgeon noticed a hole in center of lens. Damaged lens was removed and replaced. After insertion of second lens, a scratch was noted. Second lens was removed and replaced.